Manufacturer narrative:
B3 - date of event was captured as 01jun2026 (first day of ICU aware month) no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed to deliver the prescribed medication dose during the infusion. A patient was involved in the event; however, no harm was observed.